Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead helix was observed to not protrude after rotating using the pinch-on tool. A new lead was implanted. It was further reported that the right atrial (ra) lead was attempted to be implanted but not used. The stylet was not inserted into the lumen and it resulted in difficulty in implanting the lead. A new lead was implanted. No patient complications have been reported as a result of this event.